Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing complete heart block, shortness of breath, dizziness and fevers. It was also reported that, "the device is only pacing the ventricle and not synchronizing," the heart, "without using a signal from my atrium. It won't recognize the pacing in the upper chamber. My atrium is going at one rate and my ventricle is going at another rate." It was further reported that the patient was admitted to hospital and had their leadless ipg reprogrammed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.